Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 119 mg/dl (system 1) and 65 mg/dl (system 2). Readings occurred with the same vial of test strips. No adverse event reported. Return of the suspect device was requested for evaluation.